Event description:
It was reported that the patient stated they had a system controller issue with their primary system controller were advised to change to their backup system controller. Log file review captured emergency backup battery (ebb) faults due to the ebb failing the load test on the primary system controller. While performing the system controller exchange the patient passed out. The caregiver was recommended to change back to their primary system controller and no alarms were noted. The patient was then admitted to the emergency department. At the hospital the patient was noted to be currently stable and talking, and the "green circle of life" was present. It was recommended that the hospital perform a system controller self-test and reseat the ebb on the patient's primary system controller. The hospital was advised to charge the backup system controller on 14v batteries and to exchange the patients backup system controller with a new backup system controller. The hospital reported that the primary system controllers self-test was clear, and the ebb was reseated with no alarms noted. Additionally log files from the patient's primary system controller captured 2 driveline disconnections on (B)(6) 2025 at 11:30:57 and 11:43:09.

Manufacturer narrative:
Section a4: patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction: section b1. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an emergency backup battery fault alarm, and the driveline being disconnected multiple times, were both confirmed via the log file. The log file captured an emergency backup battery fault alarm on (B)(6) 2025 correlating to a load test condition. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The alarm cleared and reactivated a few times throughout the remainder of the data. The patient¿s driveline was observed to have been disconnected on (B)(6) 2025 at 11:30:57, temporarily stopping the pump. The driveline was reconnected at 11:31:11, and the pump resumed operating at intended speeds within approximately 4 seconds. The driveline was disconnected again on (B)(6) 2025 at 11:43:09 and was reconnected at 11:43:21, and the driveline remained connected throughout the remainder of the data. The emergency backup battery fault alarm was active during both driveline disconnections and reconnections, and the emergency backup battery fault alarms appeared to have resolved approximately 1 hour after the second driveline reconnection. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Available information for this event indicates that one of the driveline disconnections correlated to the system controller being exchanged to the backup system controller, and that the patient remains stable on system controller (B)(6). Questions regarding further information for this event were asked multiple times and no responses were received. The root cause of the observed driveline disconnection that was not associated with the reported system controller exchange appeared to have been user error in disconnecting the driveline in a manner that is not appropriate or consistent with available guidelines and labeling. The root cause of the observed emergency backup battery fault alarm was unable to be conclusively determined, and a corrective action was initiated to address this issue. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) , section 2 ¿system operations¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a system controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their system controller, including alarms associated with emergency backup battery faults. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: section h1. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was estimated. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient stated they had a system controller issue with their primary system controller were advised to change to their backup system controller. Log file review captured emergency backup battery (ebb) faults due to the ebb failing the load test on the primary system controller. While performing the system controller exchange, the patient passed out. The patient and caregiver reported that they did not believe the backup system controller alarmed appropriately. The caregiver was recommended to change back to their primary system controller and no alarms were noted. It was noted that the patient experienced no symptoms other than fainting due to the system controller exchange. Further log file review indicated that the backup system controller (B)(6) functioned as intended while connected to the driveline and was able to successfully ramp the pump to the set speed as intended. The patient was then admitted to the emergency department. At the hospital the patient was noted to be currently stable and talking, and the "green circle of life" was present. It was recommended that the hospital perform a system controller self-test and reseat the ebb on the patients primary system controller. The hospital was advised to charge the backup system controller on 14v batteries and to exchange the patients backup system controller with a new backup system controller. The patients backup system controller was removed from use, though the hospital noted that no issues or malfunctions were found with this system controller. The hospital reported that the primary system controllers self-test was clear, and the ebb was reseated with no alarms noted. After discussion with technical services the emergency department elected to once again replace the system controller. Additionally log files from the patients primary system controller captured 2 driveline disconnections on 04may2025 at 11:30:57 and 11:43:09. It was later reported that the 2 driveline disconnect alarms were due to the patient disconnecting their driveline. Log files from the patients backup system controller captured the reported system controller exchange and the pump not starting. The patient was admitted to the hospital after these events for observation.